Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/04/2023. An investigation was conducted on 05/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The shaft of the device just below the base of the jaws was observed to be bent, exposing the inner contents of the shaft. There were no visual defects observed on the heater wire or the intact jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke or unusual odor was observed during the testing. During the testing it was observed that the jaws would not open and close when the device was activated, so therefore no other electrical testing was conducted. There were no visual defects observed on the intact cannula or the c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, however, the analyzed failures "material twisted/ bent shaft", "mechanical issue- jaws" and "peeled; shaft" were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000289929 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutting tool was not working. The energy failed and it didn't cut tissue. The jaws of the harvesting tool were closed during the insertion. No resistance noted. The power supply was set to 2.5. Minimal delay. A new device was used to complete the procedure. No patient harm.